Event description:
It was reported that the patient felt "serious" pain when adjusting stimulation by any amount. The symptoms began following a fall on stairs, which the patient believed damaged the leads. The neurostimulator was reprogrammed twice and all impedances were within normal limits. The patient continued to report pain with stimulation from his right lead. The physician asked the patient to "give it a month" to see if symptoms would resolve. The patient had an appointment scheduled for (B)(6) 2011. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).